Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a starclose device after an interventional atherectomy and percutaneous transluminal angioplasty procedure with a 5f sheath. Reportedly, the thumb advancer was unable to advance as resistance was felt. The sheath was partially split, and the garage tube was flared out. The sheath was then manually split to deploy the clip. Bleeding was observed after deployment and manual compression was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to split the sheath was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a starclose device with a small-bore sheath. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the patient calcification contributed to the reported difficulty splitting the sheath. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is unknown if the instructions for use (IFU) deviation contributed to the reported event. The observed evidence of damage to the flex-guide (carving), garage leaves and sheath damage indicates there was device angle change during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath and contributed to the reported difficulty splitting the sheath (failure to split the sheath). The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.